Event description:
It was reported that this artificial urinary sphincter (aus) had a fluid leak of unspecified origin. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected and leak tested. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected and leak tested. Microscopic examination identified a pinhole in the shell caused by bulging and thinning of the material. The pump was visually and microscopically inspected and leak tested. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to the malfunction confirmed in the balloon component. Based on the information available and analysis results the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was leaking fluid from an unidentified point of origin. The device was explanted. No patient complications were reported.